Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that they had been wearing it for 6 months and it had helped their symptoms. They started at 4.6 and increased to 4.6 because over time they noticed incontinence. They recently had noticed a change, an increase of shock in their lower back. They had uncomfortable stim like an ache pulse in their bike seat and their legs are weak. Patient said while they were on vacation, they were very active while snorkeling kicking in the strong current and noticed since they've been back that it was firing more and their legs are weak. Patient said they had the feeling something moved. Reviewed to try turning therapy down or off and report the issue to their doctor. Patient said they turned therapy back down to 4.2 and there was less firing and they turned it off for 8 hours and got some relief and their legs were not weak. Now that it was back on, they felt it in a different place. They also noticed when they were more active they felt it more. Reviewed interstim therapy optimization information, stim sensation information and activities recommendations. Redirected to their doctor to further address the issue. Offered and emailed quick guide. Patient said they also did hydrotherapy while on vacation. They said interstim has changed their life such a dramatic way they are able to go out of the house, it was incredible.